Event description:
It was reported that the tip of the pk dissecting forceps instrument would not open. It was noted that there was no delay in the procedure. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, performance testing was conducted which found the instrument's grips to open and close properly. Engineering also observed the distal end of the main tube to have a 1.250" and a 1.800" section with material removed from the tube. The damaged areas are parallel to the tube axis and have a rough surface finish. Based on the location and appearance, the damge was most likely caused by a cannula accessory. No other damage found. Electrical continuity passed. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.